Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pumps(iabp) display screen to the cart came off while moving around the hospital. Customer found that the mounting screws had come off and were missing. There was no health damage reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, component code, investigation conclusion), h10, h11. Additional information: e1(event site postal code:(B)(6), e3 is unknown (initially it is submitted as "other healthcare professional"). It was reported that the cardiosave intra-aortic balloon pump (iabp) had display screen came out from the cart while moving around the hospital. Customer found screws to be coming out of the unit. A getinge field service engineer (fse) evaluated the unit and verified the reported failure and resolved the issue by screwing and tightening the all screws. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.

Event description:
N/a.